Event description:
Customer reports to have experienced a bolus anomaly. Customer's blood glucose was 216 mg/dl. Customer reports that when attempted to bolus, nothing happened and pump would make a noise then shut off. After troubleshooting, customer was advised that bolus could not be delivered due to active insulin in the body. Customer was advised to call back should issue occur again. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.